Event description:
The pt was pale and unconscious. Family member used the suspect device to check pt's glucose and obtained a result of 119mg/dl. Emergency medical tech's were then called. Upon arrival emergency medical tech's checked pt's blood glucose on their equipment and the level was 23mg/dl. Pt was treated with an IV and given orange juice to drink. Glucose controls were not used on the system. The suspect device was replaced with new products and then authorized for return to the MFR for evaluation.